Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. Sample from the patient was submitted for investigation and was tested on siemens centaur, analytical e module (e170) and cobas e411 analyzers. Refer to the attachment to the medwatch for all patient data. All results were provided to the customer. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be identified. Based on the provided information, a general reagent issue was excluded. It was noted the values generated with all analyzers are all within the respective normal reference ranges. Differences in results between methodologies can be attributed to the different setups of all assays, the antibodies used and the variances in reference methods. The values of all thyroid assays vary with age, gender and other population characteristics which must be taken into account when analyzing the results.